Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a hospital visit. In addition, the lead exhibited high pacing lead impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2016. The asymptomatic patient was stable post procedure.